Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb), the pump was not completely occluding. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint could not be confirmed. The service repair technician (srt) could not duplicate the reported complaint. The roller pump functioned as intended and had full range of occlusion from 0% to 100%. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per log review: there are no indications of a problem in the log. For this type of issue (mechanical occlusion), it is likely nothing unusual would be logged. It is not possible to confirm this complaint from the log.

Manufacturer narrative:
Updated blocks: h3 and h6 during laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment. The roller pump self-test passed. The pst installed tubing into the roller pump race and placed a strip of yellow tape as reference to any possible uneven/loose occlusion. The occlusion was set to 4.0 liters per minute (l/min) and the roller pump was monitored for 20.35 hours or 188,300 pump rotations with no change in occlusion. The roller pump met specification.